Event description:
In 2008, the patient reported that insulin is leaking around the adapter of her infusion device. She stated that the luer of her infusion tubing was "tilted" and was not attached straight to the adapter. She also stated that there was a "kink" in the hard plastic part of the infusion tubing. The patient attached a new infusion tubing and insulin leaked when the patient performed a prime. She stated "it just doesn't seem like it is fitting correctly. It is tilted on one side and is warped." The patient attached an infusion tubing from another lot and the insulin cartridge began to leak at the tubing connection. She stated that the luer did not appear to correctly attach to the insulin cartridges. She was sent new adapters, infusion tubing, and insulin cartridges to troubleshoot. Upon follow up on the following month, the patient reported that the issue was resolved when she attached a new adapter to the infusion device. She stated that she is certain the old adapter was missing the o-ring which caused the leak. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.